Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® molding & occlusion balloon catheter instructions for use, adverse events that may occur and/or require intervention include but is not limited to: vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment for abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis with a gore® molding & occlusion balloon catheter (mob). During the procedure, a minor proximal type I endoleak was noted by angiography. Although no leakage into the aneurysm sac was found, an aortic extender (pla280300j) was additionally placed. After ballooning with the mob, vascular damage of proximal aorta was noted by angiography. The patient¿s blood pressure was decreased. Immediately an additional aortic extender (pla280300j) was placed at the almost same position of the first extender. Blood pressure was increased to normal, but bleeding from the damaged site was not stopped. Therefore, an aortic extender (pla260300j) was additionally placed at a more proximal site, but bleeding was not stopped yet. Reportedly, the patient¿s left renal artery did not function and thus, coverage of the right renal artery was unplanned. However, to stop bleeding, additional placement of aortic extender was required. Then, an aortic extender (pla260300j) was placed at a more proximal site and the both renal arteries were covered. The final angiography showed that the vascular damage of the aorta was covered by the stent grafts and then, the procedure was ended. The patient tolerated the procedure. The reporting physician commented as follows: type I endoleak was minor and the placement of aortic extender probably should not have been done. The balloon was overinflated when the first aortic extender was touched up. This report addresses the gore® molding & occlusion balloon catheter (mob).